Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was exchanged. If additional information is received a supplemental medwatch report will be submitted.